Event description:
It was reported that the user unintentionally initiated a supply change on the ilet and exited during the fill tubing step, after which the ilet indicated the cartridge was empty; the user briefly remained connected during a rewind, then disconnected, removed the cartridge to prevent unintended insulin delivery. The user blood glucose was reported at 201 mg/dl. Customer care provided support that included user-guided troubleshooting and education. Investigation of this case revealed that insulin delivery resumed normally after rewinding and refilling, and that the elevated glucose followed an unannounced meal. No symptoms associated with hyperglycemia. Outcomes included no medical intervention. It was concluded that the hyperglycemia was of unclear cause with contributing factors including lack of meal announcement and workflow interruption during supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.